Event description:
Pt reportedly had silicone breast implants inserted approx 35 years ago. Presented to surgeon with breast lump(s) and ptosis. Work-up via mammogram and MRI noted bilateral rupture of implants. On this day, implants were removed and replaced with saline filled implants. Given length of time from insertion, manufacturer or other identifier or implants was not possible.